Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the laser fiber broke at the tip. The fiber was reportedly being coiled too tightly during the procedure.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error, as bard medical does not have regulatory reporting responsibility for the innovaquartz laser fibers. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the laser fiber broke at the tip. The fiber was reportedly being coiled too tightly during the procedure.